Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger was blocked, jammed and was moving heavily on the small battery drive device. It was further determined that the device was worn out and the clutch head was worn. It was further determined that the device failed pretest for check the triggers and electronic control unit (ecu) function and check the attachment coupling. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: device evaluation: upon further review of the device investigation, it was determined that the coupling head was worn. This malfunction was inadvertently omitted from the initial report. It was further determined that the device malfunction indicating that the ¿clutch head was worn¿ was not identified. This malfunction was documented in error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.